Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in a severely calcified and severely tortuous vessel. The 4.5mm x15mm nc quantum apex balloon catheter was advanced for pre-dilation. During the first inflation, the balloon ruptured at an unknown pressure. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient's status is good.